Event description:
It was reported that during a da vinci procedure, the surgical staff noticed that the permanent cautery hook instrument was damaged during the procedure. The instrument was replaced and the procedure was completed. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. The pitch cable was broken at the proximal end on the instrument. The pitch cables were loose, but not visibly broken at the wrist. The pitch input spins freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed to find one pitch cable broken near the back idler pulleys. The clamping pulleys exhibited white residue around the cable grooves. The other backend cables were not damaged. No other damages were found on the instrument.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.